Event description:
It was reported that during the implant attempt, the atrial and ventricular leads repeatedly dislodged and produced anomolis readings. The atrial lead implant was eventually abandoned. The ventricular lead was implanted, but 24 hours later, exhibited no capture. The lead was explanted and both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.